Event description:
It was reported occlusion alarms, which led to high occurred that resulted in a blood glucose level of 467 mg/dl. The customer changed the infusion set and cartridge and resumed insulin. Reportedly the cartridge was in use for over 48 hours, tandem technical support provided education that the cartridge should be changed every 48 hours with humalog brand insulin.